Event description:
It was reported that a bd plastipak¿ with bd leur-lok 50 ml had foreign matter in the "sterile" packaging. The foreign matter is thought to be paper shreds. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: seven sealed convenience trays with 50ll syringes were received for evaluation by our quality engineer. Upon visual inspection of the 6 tray bags received in august 2018, no foreign matter can be observed inside them. The six trays are extracted from the bags not observing any foreign matter outside neither inside of them. Syringes are taken out of the trays and upon inspection at 10x no foreign matter can be found inside or outside them. Upon visual inspection of the sample received in april 2019, it can be observed a particle inside the convenience bag outside the tray. Upon inspection at 10x it can be confirmed this particle is a polypropylene particle. DHR of lot 1805363 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. In addition, final products in this manufacturing line, for this reference and lot size are sampled by operator and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures (jg-301, jg-302, jg-303 and jg-304): 1.visual inspection: molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 3 trays per hour. Secondary packaging: 1 complete box per parcial pallet. 2.functional inspection: printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Conclusion: although no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, we can confirm this particle could resulted generated during transport of syringes in manufacturing area resulting attached to outside of the tray. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastipak¿ with bd leur-lok 50 ml had foreign matter in the strile packaging. The foreign matter is thought to be paper shreds. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd plastipak with bd leur-lok 50 ml had foreign matter in the strile packaging. The foreign matter is thought to be paper shreds. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Six sealed convenience trays with 50ll syringes were received for evaluation by our quality engineer. Upon visual inspection of the trays, foreign matter was not observed. The syringes were removed from the trays and examined at 10x magnification. Through magnified inspection, foreign matter was not observed within the syringe or outside of the syringe. A device history record review for lot number 1805363 did not reveal any issues during production that could have contributed to the reported defect. Final products are sampled from the manufacturing line and are subjected to visual and functional inspections to detect potential defects. Since no foreign matter has been found in samples received and no incidence nor quality notification were observed during manufacturing process, the root cause of the alleged defect cannot be determined. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields. Event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.